Event description:
It was reported to philips that the heartstart mrx defibrillator emitted a chirp when it was connected to the ac power. There was no pt involvement.

Manufacturer narrative:
(B)(4).